Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer failed due to the cable for the retractor band was pulled to tight and was coming unplugged from the drawer. A field service technician pulled some slack into the cable, secured with zip ties, and reseated the cable to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to stay open for the certified registered nurse anesthetist to do the procedure in the operating room. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, d9, h6, a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 26-jul-2022 to 25- jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer had failed. A field service technician found that the issue was due to the retractor band cable being pulled too tight and got unplugged from the drawer. Secured the cable with zip ties and reseated the cable to resolve the issue. The system functioned as intended after a field service technician troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer failed to stay open for the certified registered nurse anesthetist to do the procedure in the operating room. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.